Manufacturer narrative:
As received, a partial distal portion of the lead was returned for evaluation in one piece. Visual inspection of the lead revealed internal insulation abrasions in multiple locations proximal to the right ventricular shock coil and underneath the right ventricular shock coil. In one location, proximal to the right ventricular shock coil, the ethylene tetrafluoroethylene (etfe) cable coating of one ring electrode cable was abraded with the inner coil lumen abraded exposing the inner coil. There was no polytetrafluoroethylene (ptfe) liner noted in this portion of the lead. The cause of the reported event was isolated to the internal abrasion in which the ring electrode cable was abraded and the inner coil was exposed. Abbott is continuing to monitor this issue.

Event description:
Related manufacturer report number: 2938836-2014-19080. It was reported that there were externalized conductors on the right ventricular (rv) lead confirmed via diagnostic imaging. Additionally, there were episodes of non-sustained oversensing on the rv channel. The rv lead was explanted and replaced to resolve the event and the patient was stable.